Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male who was implanted with an impella cp device for support during a high-risk cardiac procedure. It was reported that during an aar the perfusionist noted a leaking purge sidearm. The patient experienced several episodes of delirium and restlessness, and it was reported that the sidearm may have been damaged during these events. A purge filter bypass was performed per instructions, after which purge values were stable and no further leaking was observed. The pump later stopped and was explanted. No patient harm or additional issues were reported.

Manufacturer narrative:
B3. Date of event updated

Manufacturer narrative:
Updated information: d4 catalog number updated h6 investigation type b13 and b18 removed h6 component code changed from g04105 to g07003 the investigation for fluid leak-side arm has been completed. The cause of the fluid leakage from the purge sidearm was not determined due to no product returned and insufficient clinical details. The investigation for the purge pressure low: has been completed. The cause of the purge pressure low was a leak in the purge sidearm; however, the cause of the fluid leakage from the purge sidearm was not determined due to no product returned and insufficient clinical details. The investigation for the pump stop has been completed. The cause of the pump stop was not determined due to no product returned, inconclusive data log review, and insufficient clinical details.